Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.

Event description:
Customer reported the system would not boot up. No pt injury was reported.